Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that flaps have been thicker than normal following lasik flap creation. Additional information received, the surgeon indicates the refractive error post operatively is likely due to accommodation although the flap was thick. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
At the visit on site the fse (field service engineer) checked the flap thickness. System was successfully verified according to specifications. There is no indication a device malfunction caused or contributed to the reported event of thick flaps. A root cause cannot be determined conclusively. (B)(4).